Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50mmx38mm synergy¿ drug-eluting stent was deployed. However, a rotawire was trapped and the distal end of the stent was deformed. The deformed part of the stent was dilated with a balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.